Event description:
The core micro drill was sent for evaluation due to overheating. There was no patient involvement and no adverse event associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.